Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced bradycardia due to their pacemaker reaching end of life (eol). In addition, the clinician was unable to interrogate the pacemaker or get a programmer response, even after placing a magnet over the device. The implantable pulse generator (ipg) was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.